Event description:
It was reported that pump was experiencing helium loss alarms. Patient was very balloon dependent. Clinicians contacted hosp biomed advising of difficultiy and troubleshooting began. Biomed advised that waveform described was indicative of a kink. Clinicians tried to straighten the catheter but alarms continued. Clinicians observed frothy liquid in helium tubing. Catheter was removed and patient expired before a new catheter could be inserted.